Event description:
Rn was flushing the PICC line with normal saline through the end cap product "maxplus" manufactured by maxima/medigan of ontario, canada. The valve inside the end cap remained in the down/open position and did not pop back up to create a secure lock on the end of the intravenous line when the nurse clamped the line and removed the 10 ml flush syringe. No adverse event occurred, the rn recognized the product defect and removed the end cap and replaced with a different one. With the valve pushed down inside the cap there is an open portal for either infection to occur or exsanguination of the patient's blood.